Event description:
Articulating knob on endo gia broke while in patient. Surgeon therefore unable to straighten load on stapler and had difficulty removing stapler from patient. The stapler was not fired before this happened. A new stapler and load were opened onto the field without further incident.